Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they were experiencing high blood glucose level. The customer¿s blood glucose level was 400 mg/dl at the time of the incident. Customer stated insulin pump had insulin flow blocked alarm and issue was resolved by complete set change. Customer did not report symptoms related high blood glucose event. Auto mode feature was not active at the time of incident. Troubleshooting was not performed. The insulin pump will not be returned for analysis.